Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a procedure, it was reported, the locking cap could not be undone. The assembly had to be undone interoperatively because the implant was positioned too far posteriorly; therefore, the implant had to be repositioned. Reportedly the 4th locking cap could not be undone as the screwdriver was worn out and the allen of the cap was deformed. No further information was provided. This report is for an unknown rod. This is 5 of 5 reports for the same event, complaint #(B)(4).